Event description:
Pt was treated in 2003. Pt developed hyperpigmentation on cheeks area about one month post treatment. Thermage was notified of event 2 mos later. Status of most current follow-up' 03/04. The hyperpigmentation was nearly resolved. The dr performed photo facials to clear the pigmentation.